Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery should be replaced to address the issue. Additionally, the real time clock (rtc) offset ¿ rtc drift was -4856.0 used the toolbox to reset to 1.0. Unable to confirm that the device logs not obtained, the error logs were retrieved and upload to the server, and initial power up was not confirmed as the device powered on as it should. No repair was performed. The unit is not needed for inventory, and it will be scrapped.